Manufacturer narrative:
Ip keyand led board (B)(6) was replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: a UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (serial number: (B)(6)) was not labelled with a UDI at the time of its manufacturing. Creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag. UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6). Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: keys on the ip didn't work every time the user pressed them.

Manufacturer narrative:
Ip keyand led board (B)(6) was replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: a UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (serial number: (B)(6)) was not labelled with a UDI at the time of its manufacturing. Creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag. UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6). Updated fields: b4, d4, g6, h2, h4, h11. Follow-up 2 - investigation results. Updated fields: b4, g1, g3, g6, h2, h3, h6, h11. During stand by, the operator identified a malfunction with the keys on the interaction panel (ip). There was no patient involvement, therefore no harm to the patient, user or third party occured. In the event that this issue occurs during patient ventilation, the ventilation would continue uninterrupted, ensuring no risk to the patient. This malfunction does not impact the overall functionality of the ventilator. Therefore, this case it is no longer assessed as reportable. A service technician inspected the device and replaced the ip key and led board. Following these replacements, the device operated correctly. Hence, the root cause of this event were a defective ip key and a defective led board.

Event description:
Hamilton medical ag received the following incident description: keys on the ip didn't work every time the user pressed them.

Event description:
Hamilton medical ag received the following incident description: keys on the ip didn't work every time the user pressed them.

Manufacturer narrative:
Ip keyand led board (msp159234) was replaced.